Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated. The laboratory report confirming the reported contamination has been provided to livanova. The unit has been segregated and it is not in use. There is no report of patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in munich, germany. Through follow-up communication with the customer livanova learned the following information: the device was cleaned regularly as per the device instructions for use (IFU). The hospital does not use patient reusable blankets; the water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by the IFU. When the device is not used, device is not stored, since 3ts are ¿rotating¿. H2o2 is added when the water in the tanks is changed (every 7 days). A disposable pall-aquasafe water filter with an 0.2 ¿m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. Device surfaces are disinfected after every operation; the 3t aerosol collection set is replaced together with the routine of water change / disinfection. The device is placed inside the operation theatre during use with the fan positioned opposite to the operating field, at an estimated distance between the surgery field and the device of approximately 3-4 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A review of livanova complaints database revealed no other prior contamination events have been reported since unit installation. Based on the investigation findings , the root cause of the reported event has been attributed to a deviation in following the livanova instructions for use. The hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This instruction was not followed by the customer. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.